Event description:
The merge hemodynamic recording system is our primary mode of monitoring o2 sat while performing moderate sedation. During the procedure, it was noted that the o2 sat was staying at 98% and not changing. The waveform and pulse display indicated that the sensor was working appropriately however the o2 value was frozen. When this was noticed a secondary o2 sensor was placed and the o2 sat was found to be in the 89-90% range.